Event description:
A filter was intentionally deployed into clot and remains in a supra renal position embedded in clot. Follow up revealed that a pre-placement vena cavogram was done and thrombus was noted. Due to the pt's condition, the pt's inferior vena cava is filled with clot and anticoagulants are contraindicated. No further action is planned although the physician does not feel the pt is protected from clot. The pt has been discharged and sent home. This device remains implanted and will not be available for evaluation. Co's follow up revealed the physician was aware that clot was present before he deployed the filter. No malfunction of this device was reported.